Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The t1 is broken off at the suture hole. The knot is not tightened down. The depth straw has been fully extended. The actuator is in the pre-t1/post-t2 position, there is bio debris on the needle. A functional evaluation was performed on the returned device and found the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of implant material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: corrected data updated section a1.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that the t1 of the fast-fix 360 was broken off at the suture hole. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.